Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that an alert for episodes of oversensing due to possible myopotentials were observed. The patient presented for follow up where noise was reproducible with isometric tests and deep breathing. The low frequency attenuation filter was disabled and the noise disappeared and t-wave oversensing was not seen. The patient condition is good.